Manufacturer narrative:
I will file a supplemental report when our investigation is completed.

Event description:
It was reported that "the plastic shield came off the obturator when the surgeon pulled it out, the plastic shield then slid through the sleeve and into the pt".